Event description:
It was reported by repair work order that the cot retaining post on the patient right outer base tube had the incorrect retaining post pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.